Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (concentration and dose were not known) via an implantable infusion pump. The indication for use was noted as spinal pain. The consumer reported a personal therapy manager (ptm) code of 8286 (empty reservoir alarm occurred). At first the consumer noted that the ptm was not working, until they further described the error code. The consumer got the 8286 error code, when the patient tried it without the detachable antenna. The consumer clarified that they were seeing the 8286 code the whole time, thinking the ptm was not working. The patient was due for a refill and the refill was missed. The ptm refill date on the screen was noted to be (B)(6) 2015; however, later it was noted that it said (B)(6) 2015. The patient's home infusion company reportedly comes to refill the pump. The company normally calls when it is time, and they have not called. The alarm codes from the ptm were read: and 8254 (low reservoir alarm) occurred on (B)(6) 2015 at 0041 and an 8286 occurred on (B)(6) 2015 at 2137. The patient had reportedly been hurting, since the 9th; however, had not heard any alarms. The consumer was to follow-up with the healthcare provider (hcp) to coordinate getting refilled. Additional information was requested regarding a resolution. Should additional information be received, a follow-up will be submitted.